Manufacturer narrative:
A review of the device history record has been initiated and analysis of the data has not been completed. If any deviations or non conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reports edema/inflammation in upper and lower lips 2 months after the injection with one syringe of juvederm volbella with lidocaine for "lips hydration." Treatment included hyaluronidase once symptoms did not improve and symptoms resolved the following day. Patient mentioned being on a trip during this period.